Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, it was reported that the basal iq software suspended insulin even when cgm readings were not present on the pump. Pump was reset to resolve the issue the alleged cgm error. Reportedly, the customer continued to use the pump for insulin therapy, and declined further follow up from tandem technical support. Customer's blood glucose level was 148 mg/dl.